Manufacturer narrative:
Continuation of concomitant products: dtma1q1 ICD; 5076-52 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had an increase in threshold measurements. Reprograming was done, and the lead remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.